Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient was not receiving low notifications on any of their devices. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed through data log review by the findings of no low notifications were received during a low on the patient's application. A root cause could not be determined.